Event description:
During deployment of eval duodenal stent the distal end began to deploy but stent did not deploy to full length as it "bunched" /folded up on itself. Pt required surgery to bypass the obstruction.

Manufacturer narrative:
Common device name: stent, metallic, expandable, duodenal. There were no evao-22-27-9-d products of lot number c771024 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for eval therefore the customer complaint could not be confirmed. A definitive cause for this observation was unable to be determined because the device was not returned and the actual use conditions could not be duplicated in the lab setting. With the info provided a document based investigation was carried out. Prior to distribution, all evo-22-27-9-d devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for evo-22-27-9-d products of lot number c771024 revealed no discrepancies that could have caused the complaint issue. In this incident the pt required surgery to by-pass obstruction. No corrective action warranted at this time. The 2 year complaint history has been reviewed and the likelihood of this occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends.